Event description:
(B)(4). Feels like right coil is digging into my side. Pain all day and night. No signs of cysts of right ovary to cause pain. Itching on and off where coils were placed. Nickel allergy.